Manufacturer narrative:
The handpiece was examined and the reported event was not replicated. The handpiece was tested with the system and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system or handpiece. The handpiece was manufactured on january 9, 2012. Based on qa assessment, the product met specifications at the time of release. No problems were found with the handpiece. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no phacoemulsification during surgery. The phaco handpiece was switched out to complete the case. There was no patient harm.